Event description:
The als crew connected the lifepak 12 defibrillator/monitor series to the patient. A defibrillator charge was initiated, but reportedly the charge spontaneously terminated, accompanied by a connect electrodes prompt. The AED was immediately reconnected to the patient and used to administer therapy. The patient was not resuscitated, but the reporter stated patient outcome was not affected, due to continued patient treatment.